Event description:
Bolt in pivoting arm worked itself loose to the point that the monitor cradle attached nearly fell. This is a different bolt than the ones reported by this facility on 2-12-99, but in the same general area of the apparatus.